Event description:
It was reported that a pt underwent a pelvic floor repair procedure in 2007. A year later, an anterior wall exposure occurred. The pt had a repair done on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-02515. The same pt is represented in each medwatch.